Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and did continuity resistance test and sensor failed per specification. Second sensor found sensor retracted inside sensor and broken. Broken part is missing. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported per failure analysis that sensor was received broken and piece was missing. Customer's blood glucose was not reported.